Manufacturer narrative:
(B)(4) the device was not returned for evaluation but is anticipated but a device history review was obtained for lot number 75322. Only the packaging portion of the DHR was reviewed since the complaint was for a device that missed the sealing operation. All devices passed sample quality inspection. There is nothing in the device history record that would indicate that the devices were released with any non-conformance's that would contribute to the complaint.

Event description:
On (B)(6) 2018 when preparing for an laa closure with an atriclip ach145, the nurse opened the outer package and saw that the inner packaging was not properly sealed, product was not sterile.

Manufacturer narrative:
(B)(4). The device was returned for evaluation and visually and functionally tested. Complaint is confirmed for open pouch. This was not a pouch failure; the pouch was never sealed causing a breach in sterility. Corrective action has already been implemented and closed with no further incident.

Manufacturer narrative:
(B)(4) the device has not yet been returned for evaluation but return of device to manufacture is anticipated, once further information is obtained a supplemental will be submitted.